Event description:
Event description boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) was demonstrating noise on the ventricular rate/sense channel that inhibited pacing. It was reported that the patient had been straining at the time of the episode (i.e. Doing housework) and that the noise could not be recreated with isometrics.